Event description:
Same case as MDR ID# 2134265-2012-03527. It was reported that during a percutaneous coronary intervention (pci) procedure, guidewire fracture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The physician placed an unspecified 4.0 18mm stent in the proximal lad. A 1.25mm rotalink burr was advanced to the lad over a 325cm rotawire floppy guidewire placed in the distal portion of the lad. The physician removed the 1.25mm burr and exchanged it for a 1.5 rotalink burr. During advancement (just outside the touhy) the guidewire fractured. The procedure was completed with a new guidewire and the 1.5mm rotalink burr was reintroduced to the patient. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR ID# 2134265-2012-03527. It was reported that during a percutaneous coronary intervention (pci) procedure, guidewire fracture occurred. The target lesion was located in the proximal left anterior descending (lad) artery. The physician placed an unspecified 4.0 18mm stent in the proximal lad. A 1.25mm rotalink burr was advanced to the lad over a 325cm rotawire floppy guidewire placed in the distal portion of the lad. The physician removed the 1.25mm burr and exchanged it for a 1.5 rotalink burr. During advancement (just outside the tuohy) the guidewire fractured. The procedure was completed with a new guidewire and the 1.5mm rotalink burr was reintroduced to the patient. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and tactile inspection was performed and the device presents a fracture at 130cm approx. From distal end. A dimensional inspection was performed all of the outer diameter measurements are within the specifications. The fractured portion of the device was sent to the (B)(4) lab for analysis. As per (B)(4) lab results the fracture occurred due to a torsion overload in a zone with a wear reduction of the cross sectional area. The manufacturing batch record review for the reported batch confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).